Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). After ultrasound examination of the lesion using an opticross hd imaging catheter, rotablation was performed with a 1.5mm rotalinkplus. A 4.00 x 38mm synergy stent was deployed in the mid rca and a 4.00 x 12mm synergy stent was deployed at 12 atm with overlap on the proximal side. The shoot after deployment revealed a dissection at the proximal end which was then covered with another 4.00 x 16mm synergy stent up to the ostium of the rca. The patient fully recovered.